Manufacturer narrative:
(B)(4). The customer reported that rebooting the ventilator solved the issue.

Event description:
It was reported that, while in use on a patient, the ht70 ventilator auto triggered. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A single board computer (sbc) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated.